Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biomet distal stem, unknown cup, unknown liner. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01795, 0001822565-2020-01796.

Event description:
It was reported the patient underwent an initial tha over 20 years ago. Subsequently, an x-ray was taken to confirm implant and positioning. The findings showed signs of osteolysis, heterotopic ossification, and implant disassociation. However, patient issues have not been confirmed. The patient is not scheduled for a revision at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs which were provided and reviewed by a health care professional. Review of the available records identified the following : osteolysis as noted (proximal bone-metal interface, inferior acetabular implant margin). Discontinuity of the proximal femoral implant as noted. No further evaluation could be performed with the x-ray image provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.